Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes there were gel globules present. The issue occurred 30 times. The following information was provided by the initial reporter: gel globules present after centrifugation on which hampers the process of chemistry dept.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and gel smearing was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules was not observed. There were no difficulties encountered during blood collection and all retained tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, gel globules, because the defect was not evident in the testing of the returned lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules and gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode.